Event description:
The reporter stated that the down arrow keypad button required multiple button presses in order to elicit a response. The reporter indicated that the keypad was intact and that the patient used a dry cloth to clean the pump. In addition, the reporter indicated that the pump was in a case attached to a belt on her waist. The reporter also stated that the patient was aware that she had given herself an additional .5 units of insulin and therefore, ate more chos. There is no adverse event associated with this complaint. Customer service recommended to the reporter that she call the hcp and to obtain a backup for insulin delivery and to have the patient discontinue the use of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.